Event description:
Customer reported that the pump declared an altitude alarm, causing insulin delivery to be suspended. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by instructing them to remove obstructions from the speaker holes, clean them, and reconnect the cartridge. After following these steps, the pump resumed normal operation, and the customer was provided with tips to prevent future altitude alarms.